Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/1/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and four photos. The needle was completely pulled back through the catheter with the tip secured within the tip shield. During the visual examination, it was observed that there was no visible damage that would inhibit needle disengagement or decoupling. There were, however, traces of cured adhesive found on the outside of the adapter and inside the tip shield using uv black light. The reported defect was confirmed. During manufacturing, adhesive may be incorrectly placed due to adhesive build up or a leak in the dispense system. Preventative maintenance and in process sampling are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported bd nexiva¿ closed IV catheter system had issues disengaging the safety mechanism. The following information was provided by the initial reporter, translated from japanese: "I tried to pull out the inner needle after puncture, but I couldn't pull it out."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva¿ closed IV catheter system had issues disengaging the safety mechanism. The following information was provided by the initial reporter, translated from (B)(6): "I tried to pull out the inner needle after puncture, but I couldn't pull it out."